Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Returned test strips were expired. Most likely underlying root cause: mlc-012: product expired note: manufacturer contacted customer in a follow-up call on 11-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 168, 170, 308, 233 and 179 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. At the time of the call, the customer stated he was at his doctors office for a checkup due to having covid-19 and not related to his diabetes. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/19/2020 (expired) and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).